Event description:
Patient representative reported right side anxiety about recall, ¿patient has lived with constant anguish since became aware of the risks that affect, as well as the pain", ¿bilateral simple cysts¿, ¿at the junction of the upper quadrants of the right breast, in the posterior third, ... (B)(4) hypointense nodules" assessed as not device related (ndr), "steatonecrosis described in the mammogram", ¿there is a thin reactive pericapsular liquid lamina", and "isolated calcifications." A physical examination revealed signs of grade 3 capsular contracture. The device remains implanted.

Manufacturer narrative:
A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture, seroma, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: patient concern with product, ¿steatonecrosis, which is an inflammatory process¿, " pericapsular liquid", and "grade 3 capsular contracture".